Manufacturer narrative:
(B)(4). The device was discarded and therefore not available for evaluation.

Event description:
This is a report of a homechoice patient that contracted peritonitis after receiving a 2240 (air in line) alarm followed by a 2267 (cascading) alarm during dwell 4 of 5. The patient stated the supply bag fell but it did not become disconnected. The technical service representative (tsr) had the patient cycle the power two times to clear the system alarms. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. The nurse was contacted and stated the patient was no longer on peritoneal dialysis (pd) therapy but is using hemodialysis instead. The patient could not take care of himself with pd therapy anymore. Additional information concerning the peritonitis was not available.

Manufacturer narrative:
(B)(4). A batch review was conducted on associated lots (h10e25061 and h10d30015) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident was undetermined.